Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a rash underneath the front therapy electrode. The patient's physician advised the patient to use over-the-counter hydrocortisone cream to treat the irritation. The patient's irritation improved.